Event description:
While performing subconjunctival ancef wash during eye procedure, the needle came off the tb syringe and pierced the cornea and lens. The surgeon remove the needle from the patient's eye. Cornea self-sealed.